Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 5. Details of surgery: primary stability not achieved. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and increased sensitivity. No further patient complications were reported.